Event description:
The account reported there is no nurse call function. The bed was located in the maintenance department at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the communication cable was pinched and the most likely cause is the communication cable had gotten ran over in transport. Per hill-rom's health hazard evaluation: during usage the pins from the port connected to the facility wall side may become damaged (broken, bent etc.). The primary root cause for this that the communication cable is not properly removed from the wall and secured to the bed frame before transporting the bed. When the communication cable is pulled from the wall at an angle there is a potential for the pins/connector to get damaged. This is an inherent product use case issue (potential misuse) and not a product failure to meet the specified performance requirements. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse's station. What this means is that there is no way for a sidecom communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.